Manufacturer narrative:
The pump passed the self test, sleep current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test however, the pump was received with high active current due to high resistance on the internal battery connector. After disconnecting and reconnecting the internal battery connector on j6 /pcb 1, the pump was monitored and functioned properly. The power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. (B)(4).

Event description:
Information received by medtronic indicated that they had issue with low battery. The customer also reported that battery did no last more than 1 week. Troubleshooting was assisted. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.